Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4). Manufacturer attempted contact customer with several follow up phone calls to ensure the new product replacement resolved the initial concern;unable to talk to customer. Product notification letter sent.

Event description:
Costumer reported complaint for symptoms and high blood glucose test results. The customer is concerned with tests results from results obtained of 156mg/dl. The customer's expected fasting blood glucose test result range is 110 to 120mg/dl. The customer reported symptoms of feeling shaky, sweating and fainting. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 236 and 221mg/dl. The test strip lot manufacturer's expiration date is 03/29/2018 and open vial date is 08/16/2016. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states the meter is reading high. Customer states that our meter read 120mg/dl fasting and she felt shaky and started sweating. Customer states she was in the shower at the time of the onset of symptoms. Customer went to her neighbor's house (B)(6) 2016 at 11:15pm and states she fainted at her neighbor's house. Her neighbor tested her sugar with another meter and the meter read 50mg/dl fasting. Customer informed her neighbor to give her sugar water and the customer tested with her neighbor meter again and read 105mg/dl. Customer did not seek medical attention and did not require hospitalization. At the time of the call, customer reported that is not longer experiencing symptoms of low sugar;customer is feeling well. Customer states her sugar usually goes down in the evening.